Event description:
Visual examination showed tool marks and dents on the pulse generator case and tool marks on the pulse generator header, most likely associated with manipulation of the device during the explant procedure. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. The septum was not cored. No other surface abnormalities were noted on this device. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. The device output signal was monitored for more than 24-hrs with results showing no signs of variation in the pulse generator¿s output signal and demonstrating that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The vns generator was replaced on (B)(6) 2013. The device was returned on (B)(4) 2013 and is pending product analysis.

Event description:
Clinic notes were received which indicate that the patient's complex partial seizures, more so in the afternoons, are usually more intense. Per the notes, the patient's mother has concerns regarding the patient's seizures management. The vns was checked and the ifi flag was observed. Impedance value of 2818 ohms was noted. Follow up with the physician found that the gradual increase in intensity was observed since (B)(6) 2013. The relationship to vns is unknown and no causal or contributory programming, medication, or other changes preceded the event. The patient's medications have bee adjusted several times as intervention.